Event description:
It was reported to boston scientific corporation that an advanix¿ biliary double pigtail stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an advanix¿ biliary double pigtail stent was advanced over a guidewire into the patient. While attempting to deploy the stent, the pull wire cap was unable to be pulled back & detached from the delivery system. The nurse used a pair of pliers to pull the pull wire back in an attempt to deploy the stent. The pullwire was pulled too hard and the stent ripped into two pieces. The physician used a snare to retrieve the broken piece of stent. The procedure was completed with an advanix¿ biliary duodenal bend stent (upn unknown). There were no complications to the patient, and the patient is fine.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.